Event description:
The pt stated that she awoke in 2007 and her blood glucose value was 95 mg/dl at 6:30 am. At that time, she changed her infusion site and infusion set headset. At 10:00 am, her blood glucose values was 335 mg/dl. She reported a normal blood glucose range of 90-130 mg/dl. She bolused 1.5 units of insulin at that time. By noon, her blood glucose had only decreased to 305 mg/dl. She believed that the 1.5 unit insulin bolus should decrease her blood glucose value to 100 mg/dl. She then visited her physician who injected her with 2 units of insulin and advised her to change her headset. She stated, that high blood glucose readings occurred once before within the last month. Both occurrences appeared to relate to the use of new infusion sites. On the previous occasion, she used a site on her buttocks and her high blood glucose value was 300 mg/dl. She was able to correct her blood glucose with a bolus from her infusion device. On this occasion, she tried an infusion site high on her abdomen. During troubleshooting with a company rep, the infusion device functioned correctly, but the pt did remove one small air bubble from her infusion set tubing through priming. The next day, she again experienced erratic blood glucose values. She described herself as "very brittle" and she reported that she did not feel well, and that she was very tired and anxious. Twelve days later, she stated that she started seeing a new endocrinologist who is assisting her with her basal rates and diabetes mgmt. She has also spoke with a "diabetes nurse". No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.